Manufacturer narrative:
Manufacturing site evaluation: samples received: 1 open pouch. Analysis and results: there are no previous complaints of this code batch. OEM manufactured and distributed (B)(4)units of this code batch, there are no units our stock. Without any closed sample OEM cannot carry out an analysis in order to take a decision. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled OEM requirements. Final conclusion: in spite of receiving a defective sample, without closed samples a suitable analysis cannot be performed. Nevertheless, OEM take note of this incidence and if any closed sample is received in the future, OEM will re-open the case and analyze it. Actions on product: na. Corrective/preventive actions: na.

Event description:
Country of complaint: (B)(6). Complaint states: thread broken very easily. Thread is very insecure.